Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was reading inaccurately high as compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue occurred on (B)(6) 2011 at approximately 5:07pm. The patient reported blood glucose results of "314mg/dl" with the subject meter and "229 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly manages his diabetes with insulin (unknown type/dose) through pump therapy and it is not known whether he made any changes to his usual diabetes management routine in response to the alleged issue. The patient stated that approximately 15 minutes prior to testing, he had symptoms of "dry mouth and was tired." The patient denied receiving any form of medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. Per the patient, the test was performed correctly. The patient did not have any more test strips left and therefore the cca was unable to confirm if the correct ones were used. A quality control solution was off-branded. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's symptoms were not suggestive of a serious injury and the result obtained was consistent with the other meter's result and the patient denied receiving any form of treatment. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has received the patient's returned products but the investigation has not yet been completed. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.